Manufacturer narrative:
E1: initial reporter phone no. (Additional): (B)(6). H11: a photograph of the sample was provided for evaluation. During the visual inspection of the photo sample, a separation was noticed possibly originating from the y junction. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of an unspecified extension set, a separation was observed (possibly originating from the y junction). No additional information is available.